Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in india, regarding an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. After the deployment of the valve, there was a moderate central regurgitation and trivial pvl, causing patient vitals instability. It was decided to implant a new 29mm s3 within the existing valve. While trying to cross the first valve, the interaction of the ds with the implanted valve led to the embolization of the first valve into the left ventricle, causing repeated ventricular tachycardia and the patient started crashing. The second s3 was implanted in aortic position and the procedure was quickly convert to surgery. After the surgery, the patient was moved to the ICU but passed away 10 hours later.

Manufacturer narrative:
The device was not returned for evaluation. Imagery was provided for review. The provided imagery was evaluated and revealed the following: annulus diameter 32.1mm (area derived diameter) and area 809.2 mm2. Per IFU, the recommended native valve annulus for thv size 29mm for area derived diameter is 26.2 to 29.5 mm and for area is 540 to 683mm2. Valve flared post deployment. First valve embolized into ventricle while crossing with the commander ds with second valve. It should be noted that this complaint was an off-label case. The 29mm sapien 3 valve was implanted in an oversized annulus with a diameter of 32.1mm. The 29mm sapien 3 valve is indicated for an annulus size from 26.5mm to 29.5mm. The reported central regurgitation was unable to be confirmed due to no medical records or applicable imagery provided. A review of DHR and lot history did not identify any manufacturing non-conformances that could have potentially contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, after the deployment of the valve, there was a moderate central regurgitation and trivial pvl, causing patient vitals instability. Also, it was reported that the valve was deployed with +4cc and the provided cine imagery showed that the deployed thv was flared towards the ventricle. An existing technical summary (written by edwards lifesciences has been documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valves). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and how to deploy valve. As such, available information suggests that procedural factors (over-expanded valve, flared valve) may have contributed to the central leak reported event. The reported embolized into ventricle was confirmed through the provided imagery. A review of DHR, complaint history, and lot history did not identify any manufacturing non-conformances that could have potentially contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, while trying to cross the first valve, the interaction of the ds with the implanted valve led to the embolization of the first valve into the left ventricle. As per 3mensio report, the patient had an oversized native annulus diameter of 32.1mm compared to the sapien 3 valve indicated maximum annulus diameter of 29.5mm. Additionally, as seen on the cine imagery, the deployed valve was flared towards the ventricle. As per the provided cine imagery, the first deployed sapien 3 valve was pushed into the ventricle by the second commander delivery system with the second valve while crossing. Therefore, it is possible that due to the oversized native annulus the thv did not anchor sufficiently to the annulus. Additionally, the second delivery system with the second valve likely interacted with the first flared valve, and resulted in first thv migration and subsequently embolized into the ventricle. As such, available information suggests that procedural factors (off label use, flared thv) and/or patient factors (large annulus) may have contributed to the embolization complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.